Event description:
Abbott libre3 recall needs to be expanded to include additional sensors. I just reported to them a sensor with ID: (B)(6) in UDI (B)(4) also had the very low glucose readings about 3 days after putting it on. I experienced at least 3 times where it said my glucose was below 60 (and down to 55) when in fact it was around 90. Also, that it was 67 when it was 120. I will be sending this into abbott but you need to know they need to expand their recall as it did not catch this one. It was not included in the recall.